Event description:
Additional info received from reporter on 07/19/2021 for mw5091267. Reporter states that her mother, the pt, due to hx of glaucoma had allergan xen gel stents placed her both her eyes. Reporter states that immediately following surgery, the pt had inflammation, blurred vision, increased sensitivity to light and issues with everything seeming ten times brighter than it should, eye burning, vision loss, eye pain and red eyes. Reporter states that she initially thought sx were a reaction to medication but the symptoms have persisted. Reporter states after researching the device she noted that the device was recalled and contacted the manufacturer who alleges there was nothing they could do and that she must continue to monitor her mother's symptoms. Pt went to her doctor to have the stents removed and stated that the first implant that was attempted to be explanted crumbled and broke apart. Pt states that sh was taken to the operating room to have her other implant removed which crumbled as well. Reporter states that pt at present still has fragments of the device that could not be removed embedded in her eye. Of note, pt states that since device explant she had issues with uncontrolled pressure and that after seeing her doctor's in duke, they recommend her for a surgery to prevent vision loss. Pt states she was implanted with tubes to drain the fluid accumulated in her eyes due to the reside left from the stents. At present pt states her glaucoma is controlled but she still suffers from symptoms. The reporter also states the pt has new symptoms of retinal and cornea swelling.

Event description:
Vision obstructing. Horrible reaction to allergan xen gel stent. Surgeon tried to remove stents and it broke off and is still present in my eye in pieces. In danger of losing my sight, drs state they don't know what to do because my lot of stents have been recalled. Please help me get this out of my eyes. They are causing me severe pain and vision loss. Please help. Do you have a picture of this product? Yes. FDA safety report ID# (B)(4).